Event description:
N/a.

Manufacturer narrative:
The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00220. Study - this case is a report referring to a 9 years-old female patient. An investigator reported this case from the biomarin sponsored study. "The patient's past medical history included lethargy, pallor, and meningitis. Past surgical history included medical device removal and implantation, gastrostomy, central venous catheterisation, and ventricular cisternostomy." "The patient's concurrent conditions included eyelid myoclonus, jeavons syndrome, language disorder, blindness, speech disorder developmental, seizure, and neuronal ceroid lipofuscinosis. No allergies were reported. No concomitant medications were reported." "On an unspecified date, the patient underwent initial implantation of intracerebral ventrisculostomy (icv) set (manufacturer not reported, model not reported). The lot number was not reported." On (B)(6) 2018, the patient initiated treatment with brineura (dose was not reported, intracerebroventricular use, frequency was reported as every 2 weeks) for the indication of neuronal ceroid lipofuscinosis. The lot number for brineura was not reported. On (B)(6) 2022, the patient underwent implantation of rickham reservoir and portacath (model and lot number were not provided). On (B)(6) 2023, the patient seemed a little off color, less active, and had an episode of emesis (which the mom contributed to the feeding running too fast). On (B)(6) 2023, the patient was lethargic and had a brownish thick drainage on her abdomen, mostly likely a sign of tract bleeding. The mother tried to give juice via her g-tube, but it wouldn't go down. The patient continued to be lethargic and listless, so they presented to the emergency room (ER). Upon arriving to the ER, the patient was pale, lethargic, and poorly responsive to stimulation. Her skin was mottled and cap refill was delayed. The patient received a fluid bolus after which there was improvement in color, cap refill, and improved blood pressure (originally at 80/65). Alertness did not improve. Csf culture lab studies confirmed meningitis (meningitis) with anaerobic culture positive, cloudy csf. On (B)(6) 2023, the patient was hospitalized to undergo rickham reservoir and port removal. The patient received IV antibiotics, vancomycin and rocephin, for 2 weeks. It was noted that there was possible concern for sepsis. She was also on IV fluids for maintenance. On (B)(6) 2023, only a new rickham reservoir was implanted to be used for brineura infusion instead of portacath/rickham reservoir. On an unreported date, treatment with brineura was discontinued due to the event. On (B)(6) 2023, the device was removed due to meningitis (ref. # (B)(4)). On (B)(6) 2023, a new rickham reservoir was implanted (model and lot number were not provided). On (B)(6) 2023, brineura infusion was administered. The patient had difficult reservoir access with accidental de-access during infusion. On the same date, the patient experienced low-grade fever (exact temperature was not reported) and lethargy. This was not entirely unusual, but it did not entirely resolve that same day. She was perkier the next morning but then lethargic again in the afternoon. She had tolerated her usual feedings with no vomiting noted. She did not seem to be in pain. Laboratory test results included wbc 6,900, crp was 0.3, csf (rickham reservoir): wbc was 18 and rbc was 319 (unit and reference range was not reported). The patient was reportedly "not as out of it" as she was when she experienced meningitis a couple of months ago. On (B)(6) 2023, 48 hours post infusion, she presented to the emergency room (ER) with lethargy, fever, increased complete blood count (exact laboratory value was not reported), csf pleocytosis, and increased c-reactive protein. No organism was seen. The patient's bp was 112/109, pulse was 124, temperature was 37.8 degrees celsius, respiratory rate was 22, and oxygen saturation was 97%. The patient's wbc was 13,000 (unit and reference range was not reported), crp was 107 (unit and reference range was not reported). Csf (lumbar puncture): wbc was 783; rbc was 89; glucose was 57 and csf (rickham reservoir): wbc was 116 and rbc was 1376. The patient was subsequently transferred from a local hospital to another hospital with an impression of meningitis (meningitis) related to implanted device. On (B)(6) 2023, the rickham reservoir was removed. Treatment for the event included intravenous vancomycin hydrochloride and ceftriaxone sodium for 14 days. Treatment with brineura was held due to the event. The outcome of the event was reported as recovered/resolved on an unreported date. Immediately following the episode, the patient remarkably improved in terms of her stamina and neurological status for several weeks. However, she had gradually declined again. Her csf had not remained clear and continued to have pleocytosis, although cultures had been negative. The reporter assessed the event as life-threatening. The reporter assessed the event of meningitis as not related to treatment with brineura and related to the icv device. Per the reporter's opinion, other etiological factors were probable which included difficult reservoir access with accidental de-access during infusion. The reporter assessed the event of meningitis as not related to treatment with brineura and related to the icv device and portacath. No other etiological factors were reported. Case comment: the patient experienced meningitis, which is a known complication of surgically implanted icv device. The causality of event is assessed as not related to brineura.